Event description:
It was reported that a patient presented to clinic for follow up. The patient's pacemaker was making an audible noise and the patient felt extra cardiac stimulation. No changes or intervention was performed. The patient condition was stable.